Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and requesting sensor replacement. Customer¿s blood glucose value was 400mg/dl and then jumped to 410mg/dl. Customer treated it with the pump. Customer declined to troubleshoot for high blood glucose value. Trouble shooting for the sensor found sensor glucose was 100 mg/dl the change sensor alert. Advised sensor requires more time to stabilized and system may have detected sensor not properly responding to glucose levels. Advised to return sensor for analysis and sending replacement sensor.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.